Event description:
It was reported by dealer that the left clevis pivot is cracked in half on the tdxsp power chair. Dealer was looking over chair when brought it back to office and found this issue. Dealer could not provide any further information.